Event description:
Per the clinic, the patient experienced a skin flap necrosis and skin breakdown at the implant site. The patient underwent a skin revision surgery on (B)(6) 2024 under general anaesthesia to repair the skin breakdown. The patient also treated with keflex oral antibiotics for 2 weeks prior to surgery and for 2 weeks post surgery. The implanted device remains.